Event description:
Medtronic received information that the patient exhibited first degree atrio-ventricular (av) block and left bundle branch block the day after the implant of this transcatheter bioprosthetic valve. No treatment was prescribed, and the patient was followed with a holter monitor. Three days post-operative, atrial fibrillation was observed. There was no treatment or intervention, and no adverse patient effects were reported. Two months post-implant, the patient was observed to have first-degree av block that converted to third-degree heart block. Subsequently, a permanent pacemaker was implanted. No subsequent adverse patient effects have been reported.

Manufacturer narrative:
Conclusion: the relationship between the duration of implant and incidence of atrio-ventricular (av) block cannot be determined from the information provided. However, conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient demographics were received and have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: updated the date of the event to the date of the permanent pacemaker implant, (B)(6) 2014. Unique identifier (UDI) #: added (B)(4). Initial reporter phone number: added (B)(6), email: added if information is provided in the future, a supplemental report will be issued.